Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bronchial tumor resection, upon bronchus resection, there was poor staple formation. The product track was broken and cannot be fired normally. The doctor used sutures to complete the operation, and an additional operation was performed to correct the issue.